Manufacturer narrative:
Concomitant medical products: product ID: cable 9733624 footswitch 15ft, lot number n/a, device manufacture date: not available on the date of filing. The foot-switch was returned to the manufacturer for analysis. It was reported that there was an electrical failure with this component. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that as the site was setting up for a cranial resection procedure, the patient was entering the room, and the footswitch did not work. There was no delay to the procedure. There was no reported impact on patient outcome.